Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller reported the patient got no device found when trying to connect. The issue began just now. During the call caller reset the communicator and was able to connect to the therapy screen. Agent reviewed best equipment practices. Caller also mentioned they were on group a and programs 1 and 2 were at 3 before but now all the settings went to 2.0. They just noticed the issue now as well. Caller mentioned the patient just got back from their doctor to check the implant. Agent redirected caller to the patient's hcp to address the issue. Handset is plugged in all the time but was only at 52%. Agent warm transferred caller to hcit.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.